Event description:
Customer states that he used condoms each time he engaged in intercourse. His girlfriend became pregnant. He states that he did not experience any problems with the condoms (no holes, slippage, breakage, etc).